Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The root cause was attributed to a sample-specific discrepancy. Initially reactive results are often associated with pre-analytical factors, such as the presence of small fibrin particles. Repeatedly reactive samples must be confirmed according to the recommended confirmatory algorithms.

Event description:
The initial reporter alleged non-reproducible results for one patient sample tested with the elecsys hiv duo assay on the cobas e 801 analytical unit. On (b)(60 2023, the sample was tested, and the following results were obtained: ahiv 1: 1.28 coi (reactive), ahiv 2: 1.79 coi (reactive), ahiv 3: 0.12 coi (reactive), hivag 1: 0.665 coi (non-reactive), hivag 2: 0.244 coi (non-reactive), hivag 3: 0.255 coi (non-reactive), hiv duo 1: 1.44 coi (reactive), hiv duo 2: 1.81 coi (reactive), and hiv duo 3: 0.282 coi (reactive). On (B)(6) 2023, the same sample was re-tested, and the following results were obtained: ahiv 1: 0.0865 coi (non-reactive) and hivag 1: 0.131 coi (non-reactive).